Event description:
Pt undergoing elective cardio-version. Staff recalls putting machine into synch. Mode, however equipment discharged on "t" wave causing v-fib. Biomed eval identified no problems with the equipment. No "harsh" marks were found on the ECG strip denoting "synch" mode at the time of discharge. No explanation other than inadvertent "reset" cancelling synch mode prior to discharge. Question if this is an equipment design issue-add'l fail safe/lock to prevent this from happening.